Manufacturer narrative:
Insulin pump was received with failed battery test alarm and high sleep current due to corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did receive low battery alert prior to replace battery alert. Customer stated battery was not previously used. Customer stated battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of replace battery with a low battery warning within 8 hours. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.